Manufacturer narrative:
The investigation into the automated impella controller's battery (red alarm) has been completed. Data analysis: imc logs from the complaint occurrence date confirmed that there were instances of battery failure within the console. We see two types of battery failure alarms with event set #360 (transport connection blown/missing) and event set #350 (low voltage). As these battery failure alarms are occurring, there are instances of event set #23 showing a battery level low alarm (50% or below). Device analysis: the battery failure alarm was reproduced on an engineering lab bench. Battest showed that the logic fuse (fet) was activated with battery 1 given ¿fu¿ was missing. There no power output with battery 1. Battery data was extracted with the ata battery cable, and no safety mechanisms were triggered due to permanent failure. The battery failure alarm was due to a defective battery. The root cause of the defective battery was not determined.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a red alarm indicating a battery failure. The aic was returned for evaluation. There was no patient involvement.